Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump was emitting double beeping sound with "no cassette" alarm. No adverse effects reported.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition with a scratched screen. The device was started in application, no problems was found with double beeping. However, the downstream sensor will be replaced as a preventive measure.